Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir do not leak and performed a visual inspection and found no physical or cosmetic damage. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was 152 mg/dl. The customer pulled the set out the insulin pump was full of insulin in the reservoir compartment. The customer was able to take out the reservoir and cleaned and dried up the inside of the compartment and insulin pump was working fine. The customer reported leak at o ring and the o ring was in place. The reservoir will be returned for analysis.